Manufacturer narrative:
(B)(4). Batch # m55n9k. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the prolonged anesthesia impact the patient hospital time and post-operative care: the prolongation of anesthesia impacted the patient hospital time at ICU until (B)(6)2016. The planned discharge from hospital was 4 days postoperatively, but the complications resulted of prolonged surgery caused him to be hospitalized until (B)(6) 2016, including laparotomy with vacuum dressing and with no plan / proposal of discharge from hospital yet; what was the indication for surgery: diverticulitis with enterocutaneous fistula; what was the condition of the tissue the device was fired on: tissue condition: normal (it is possible to get the anatomopathological and show that the distal margin that was sent to biopsy will probably be normal); has the patient undergone any previous surgeries, radiation, or chemotherapy that would have an impact on tissue condition: yes, the patient was submitted to a prior surgery: colostomy in handle, but it was not manipulated the region where the surgeon used the stapler this time. The patient was not submitted to radio or chemotherapy. The previous surgery was related to a colostomy in one segment of colon and it was far from where it was made the stapling; prior to firing the device, was the device within the green zone: the stapler was in the green zone because the distributor rep herself / himself stapled and always confers it before stapling. They closed the stapler until the end of the green zone before firing; was the red safety removed prior to placing the device: the safety button was unlocked before the device was fired. The distributor herself / himself fired the device. Also, she/he has experience with the product and always unlocks the button before the device firing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a rectosigmoidectomy procedure, during the stapling even performing the standard surgical technique with proper preparation of the handle that received the ogive and passing the stapler properly by the rectal stump. The product was fired uneventfully, however, during its removal from the anus, it was observed that there was no firing of the staples of the posterior portion of the anastomosis. Therefore, there was a section of the intestinal loop without the correct stapling. This way, all the anastomosis remained open. It was necessary to undo the anastomosis and do it again with another stapler of the same brand without complication. The patient had to stay anaesthetized for two more hours, beyond the time that would be spent on the surgery, to perform the new anastomosis, with all the risks of surgery and prolonged anesthesia. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the individual who fired the device employed by the hospital, the manufacturer, surgeon or someone else: never an employee of (B)(4) enter in the surgical room; for what company does the distributor work and what is his/her training or experience: the (B)(4) works for (B)(4). The answers were received from the general surgeon. To clarify the additional information sent regarding who fired the device: I can confirm to you that the info received from sales rep stated that the surgeon was the one that fired the device.